Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that patient's ipg replacement has already been scheduled for (B)(6) 2022. Apparently last week sometime pt said the system caused a strong surge of stimulation. Now every time she turns it on a strong surge of stimulation occurs. Rep was not sure if this is due to the battery because of (B)(6). The cause was unknown. No diagnostics have been performed. Since her battery replacement is scheduled about a week away she¿s just going to keep it turned off until she gets a new battery. Pt is fine waiting a week for her ipg replacement. Rep is going to place a note in the system to have the battery sent back to manufacturer for analysis

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that they called the patient to have them try the system again and see if the still feel the shocking sensation when they turn it on. Upon further reflection, this shocking sensation could be due to lead migration, the patient has a pns system for occipital neuralgia. If the lead has migrated, rep was not sure if the physician would replace the lead at the same time he replaces the ipg. Patient currently has (2) 3777¿75 occipital pns leads. Later, rep reported that the patient had canceled her battery replacement procedure with the hcp on friday. Her occipital pns system's been off for over a week and she has not had any headaches. Patient hasn¿t had a headache and well over a year. She¿s going to keep the system charged up in the unlikely event the headaches return over the next month and will notify us.